Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an ischemic event and dizziness. It was also reported that an atrial lead position check failure was noted on the right atrial (ra) lead. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.